Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
The external device displayed the early replacement indicator (eri) message. The wireless software update was performed clearing the eri message. The device is providing therapy.